Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a kink in the telescope assembly from femoral marker to the proximal end. The telescope assembly was not able to properly pull back, advance, or retract due to the kink in the telescope. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-07146, 2134265-2015-07144 and 2134265-2015-07104. It was reported that automatic pullback failure occurred. The target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with two opticross imaging catheters and a pullback sled. During procedure, the opticross imaging catheter stopped performing automatic pullback. Reconnection did not resolve the issue. The physician then changed the imaging catheter with another opticross imaging catheter however, the same issue occurred. The procedure was completed using a non bsc imaging catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-07146, 2134265-2015-07144 and 2134265-2015-07104. It was reported that automatic pullback failure occurred. The target lesion was located in a moderately tortuous and moderately calcified left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with two opticross&#10249;imaging catheters and a pullback sled. During procedure, the opticross&#10249;imaging catheter stopped performing automatic pullback. Reconnection did not resolve the issue. The physician then changed the imaging catheter with another opticross&#10249;imaging catheter however, the same issue occurred. The procedure was completed using a non bsc imaging catheter. No patient complications were reported and the patient's status is good.